Event description:
During a routine device exchange procedure, radiofrequency (rf) telemetry was lost during auto capture setup test and the testing was cancelled as a result. During the cancellation of the test, a loss of capture was then observed. A diagnostic anomaly was suspected. Technical support was contacted and provided programming recommendations. The device was then reprogrammed to resolve the event. The patient is stable with no consequences.

Event description:
Additional information was received that the loss of telemetry was resolved by moving the rf antenna closer to the device. The loss of capture was resolved by reprogramming the device.